Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Reportedly the customer fell into a lake and the pump became waterlogged. The pump would no longer respond. The customers blood glucose level was 100 mg/dl. They reverted to manual injections for insulin therapy.